Event description:
It was reported that the patient presented to the physician in (B)(6) 2020 with the inability to obtain an erection as a result of the cylinders not fully inflating and the device would not fully deflate the cylinders. Diagnostic testing was completed and identified that the reservoir was empty due to a fluid leak. The ipp was explanted and replaced with a new ipp with no clinical consequences to the patient.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. There was a leak in the pump strain relief kink resistant tubing (krt), cylinder junction attributed to fatigue and wear; hole was present. The damage tubing was removed. The pump was functionally tested and failed deflation test, which verifies that with 4 psi back pressure on the cylinder to the pump fluid moves from cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed. The ams 700 flat reservoir was visually inspected and functionally tested. The reservoir has wear at a fold in the reservoir shell; no leak was found. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a hole in the outer tube with broken fabric treads attributed to wear at fold in proximal cylinder body; small leak was present. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body. The krt of both cylinders were worn to filament.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. There was a leak in the pump strain relief kink resistant tubing (krt), cylinder junction attributed to fatigue and wear; hole was present. The damage tubing was removed. The pump was functionally tested and failed deflation test, which verifies that with 4 psi back pressure on the cylinder to the pump fluid moves from cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed. The ams 700 flat reservoir was visually inspected and functionally tested. The reservoir has wear at a fold in the reservoir shell; no leak was found. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a hole in the outer tube with broken fabric treads attributed to wear at fold in proximal cylinder body; small leak was present. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body. The krt of both cylinders were worn to filament.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device no longer working and the patients erectile dysfunction returned around (B)(6) 2020. Diagnostic testing was completed and identified that the reservoir as empty due to a fluid leak. The ipp cylinder, pump, and reservoir was explanted.